Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without a problem and with no damage observed and was replaced for a different model to complete the procedure. No complications reported, and patient status was stable.